Event description:
"During coronary artery by-pass grafting g-6000 applied with applier and spring clip broke at the round hub where applier is placed - hub and spring came apart - all pieces retrieved from pt."

Manufacturer narrative:
Evaluation: pieces from four or five different spring clip units were returned and visually inspected. The body female component, is the only broken component returned. Each of the returned body female components split in a different way; but most are split below where the body female snap with the female jaw. Conclusion/corrective action: the cause of the incident was investigated but cannot be determined without additional info. Engineering was unable to duplicate the reported incident using a fully actuated model a3218 clip applicator. The type of clip applicator used, the amount of force applied and other factors are needed to understand the condition the clip was in.